Manufacturer narrative:
The hospital biomed and company rep were unable to duplicate the reported problem. The unit was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that prior to use on a patient the unit would not power on. The pump was replaced and therapy was initiated. No patient injury was reported.